Event description:
Information received by medtronic indicated that the insulin pump had a crack retainer ring. The customer stated that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). The unit passed displacement test. The unit was received with a cracked and broken off piece from the reservoir tube lip, and a retainer ring that partially detaches from the reservoir tube lip at the side. Inserted a test p-cap into the retainer ring, and it locked in place properly.